Manufacturer narrative:
According to the facility in june "the respiratory therapist taking care of the patient noticed a significant drop in patient vt volumes requiring adjustments to be made on the ventilator". Per the facility the "respiratory therapist noticed an audible leak from the distal end of the catheter, when switched out, the patient's volumes returned to normal". Per the facility the patient was not injured. No additional information is available at this time. The sample was returned for evaluation, however, at this time a definitive root cause cannot be determined. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility in june "the respiratory therapist taking care of the patient noticed a significant drop in patient vt volumes requiring adjustments to be made on the ventilator".